Event description:
According to the initial information received, an 18mm amplatzer cribriform occluder (aco) was implanted in a (B)(6), female patient. After detaching the aco, a tee revealed a residual shunt through a second, small atrial septal defect which the aco did cover. A 10mm goose neck snare catheter and a 14f cook sheath were selected to retract the aco but the 10mm snare catheter failed so a 15mm snare catheter was used to successfully snare the aco. However, on the way through the 14f sheath, the loop of the snare catheter was loose caused the aco to become unsnared and embolize into the ivc. The aco then traveled into the pulmonary artery via the right atrium and right ventricle. By internal jugular vein approach, the aco was recaptured using a snare catheter and guided into the ra where another snare catheter finally retracted the aco into an 18f st. Jude medical sheath by femoral approach. A 25mm aco was successfully implanted to cover both defects. No adverse patient effects were reported.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration ((B)(4)-2016). The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the event remains unknown.